Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 64025 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. The reported ¿bent¿ issue was not reproduced. Several flushes and aspirations were performed without issues while the arctic front catheter was inserted. Aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. In conclusion, the sheath passed the functional test as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon sheath could not be bent after entering the body. It was later noted that the sheath was bent and abnormal after entering the body. The procedure was changed to radiofrequency and completed. No patient complications have been reported as a result of this event.